Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection as it was being inspected onsite. The event of the customer not reprocessing according to the instructions for use (IFU) was not reproducible, therefore, could not be confirmed. Based on the results of the investigation, it was presumed that there was a difference in recognition on item handling or reprocessing steps between olympus recommendation and the user. The root cause could not be specified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ to warn about inappropriate reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the forceps/irrigation plug was incorrectly reprocessed. The facility was interviewed by the olympus representatives and stated deviation from the reprocessing guidelines. The issue occurred during an unknown event and procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6). Added here due to character limitation in respective field.